Manufacturer narrative:
The gluc3 reagent lot number was 760439 with an expiration date of 31-jan-2025. The customer was having qc issues with multiple assays. Calibration was last performed on 21-jul-2024 with acceptable results. An "abnormal aspiration" alarm was observed on the alarm trace data. The field service engineer (fse) found an issue with the reaction cells. The fse replaced the reaction cells and a sample probe, adjusted the rinse, cell blank, and detergent volumes, and cleaned the sonic wash station. Mechanism checks and a 21-cup precision were performed successfully. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for glucose hk gen.3 (gluc3) on a cobas c 503 analytical unit. Patient 1 initial result was 5.02 mg/dl. The repeat from a different c503 analyzer was 85.7 mg/dl. Patient 2 initial result was 3.70 mg/dl. The repeat from a different c503 analyzer was 65.7 mg/dl. The samples were repeated as the initial results were "exceptionally low/critically low" and did not match the patient¿s history.